Manufacturer narrative:
The manufacturer previously reported a ventilator's external flow sensor was adjusted and the device was rebooted to address a failure to deliver flow issue. Additional information received from the third party service center states the system board and oxygen blending module board were replace to address this issue also.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator failed to deliver flow. The device's external flow sensor was adjusted and the device was rebooted to address the issue.